Manufacturer narrative:
Submit date: 06/27/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. It was reported that the unit failed to alarm for an occlusion. The customer set the pump to deliver 100 ml/hr. After one hour of use, it was discovered that the unit was occluded; no formula was fed. The unit did not alarm for occlusion. It is unknown as to where the occlusion is located. There was no harm to the patient.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit failing to alarm for occlusion. The unit was triaged and the reported issue was not confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.